Event description:
It was reported that the patient experienced recurring incontinence and mechanical issues with an artificial urinary sphincter (aus) leading to a replacement surgery. During the procedure, a film was found inside the balloon component. There were no patient complications reported.

Event description:
It was reported that the patient experienced recurring incontinence and mechanical issues with an artificial urinary sphincter (aus) leading to a replacement surgery. During the procedure, a film was found inside the balloon component. The facility did not know that the foreign material was. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was identified in the cuff shelf consistent with wear at a fold. Inspection of the remainder of the device, apart from the observed folds, revealed no other damage or irregularities. Upon visual and microscopical inspection of the balloon a brown film was identified on the shell. There were no leaks on the component. The pump was visually inspected, microscopically examined, and tested for leaks. There were no damages or abnormalities noted on the component. The reported patient symptom of incontinence is a known risk associated with aus procedures and is noted as such in the device instructions for use. Based on the information available and analysis results, the hole identified in the cuff could have caused or contributed to the reported clinical observations of mechanical anomalies and urinary incontinence as it would affect the functionality of the device.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was identified in the cuff shelf consistent with wear at a fold. Inspection of the remainder of the device, apart from the observed folds, revealed no other damage or irregularities. Upon visual and microscopical inspection of the balloon no leaks were found; however, a brown film was identified on the shell. The film was made of a crystal-like material that likely occurred due to the contrast filling solution not being prepared in accordance with the instructions provided in the operating room manual. The pump was visually inspected, microscopically examined, and tested for leaks. There were no damages or abnormalities noted on the component. The reported patient symptom of incontinence is a known risk associated with aus procedures and is noted as such in the device instructions for use. Based on the information available and analysis results, the hole identified in the cuff could have caused or contributed to the reported clinical observations of mechanical anomalies and urinary incontinence as it would affect the functionality of the device.

Event description:
It was reported that the patient experienced recurring incontinence and mechanical issues with an artificial urinary sphincter (aus) leading to a replacement surgery. During the procedure, a film was found inside the balloon component. The facility did not know that the foreign material was. There were no patient complications reported.